Event description:
It was reported that this patient had a band aid over their incision, as their clothing was bothering them. When the band aid was removed, it was observed that part of the right ventricular (rv) lead wire had eroded out of the pocket. The rv lead had reportedly stopped capturing or sensing. During the revision, bodily fluid was found in the rv insulation and insulation damage was observed. The system was removed, and a new temporary lead was placed without incident. No additional adverse patient effects were reported. This lead is in the possession of the hospital pathology lab. If additional information is received, this report will be updated.